Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The physician questioned the battery life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.